Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test along with the unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the unit could not be primed during the priime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomalies were noted. There were minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 166 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared flush. However, the device was able to complete the rewind and the displacement test without incident. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.